Manufacturer narrative:
H3: on the first catheter (pli 10) analysis identified, on visual inspection, a break in the catheter. On the second catheter (pli 20), analysis identified a hole in the catheter body. The pump (pli 30) was also returned as part of this investigation and analysis determined the pump reached its elective replacement indicator (eri) based on time progression, as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8711; (B)(6) implanted: (B)(6) 2006; explanted: (B)(6) 2025. Product type catheter pro duct ID 8711; serial# (B)(6); implanted: (B)(6) 2007; explanted: (B)(6) 2025; product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 11-jul-2008, UDI#: (B)(4) ; product ID: 8711, serial/lot #: (B)(6) , ubd: 27-feb-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that they discovered that the catheter was not connected and they were not able to aspirate from older 8711 catheter after revision procedure. The company rep stated that the hcp would like to dilute the current drug with saline. Drug was fentanyl 2500 mcg/ml and hcp would like for it to be 600 mcg/ml. The company rep had to get back to procedure so no further info was gathered on the call.